Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective mix motor. The fse replaced the ise (ion-selective electrolyte) mix motor to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of intermittent high ise (ion selective electrode) patient results and high qc recovery on their au680 clinical chemistry analyzer. The erroneous patient results were not reported outside the lab. The customer repeated the patient samples on another au platform with results considered correct. There was no change to treatment, injury, or death associated with this event. The customer did not provide data for review.